Event description:
Charger began to smell like burning, no smoke/fire. Point of burning smell, unknown. Wire crackling when moved, didnt smell once disconnected.

Event description:
Charger began to smell like burning, no smoke/fire. Point of burning smell, unknown. Wire crackling when moved, didn't smell once disconnected.